Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken piece was not returned and measures approximately 2.87mm x 2.13mm in size. Additionally, due to the broken tube adapter, a detached fragment was observed and was not returned with the instrument.

Event description:
It was reported that during central processing, the monopolar curved scissors had the distal tip plastic broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was material missing from the tip of the instrument. The plastic tip broke off. There are no scratches to the tube adapter.